Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. Additional therapy was used in the attempts to remove the dislodged stent, however it was unsuccessful and the dislodged stent remains in the patient anatomy. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is likely an interaction with the moderately calcified lesion contributed to the failure to advance and subsequent interaction during retraction would have led to the stent dislodgement. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the lesion was in the proximal right coronary artery (rca) with moderate tortuosity and moderate calcification and 100% stenosis. The 4.0 x 28 mm promus stent could not cross the lesion. During removal, it was noted that the stent was not on the stent delivery system balloon. The stent had dislodged and appeared to be hanging into the aortic cusp. It was attempted to be retrieved with a snare, but the attempt was unsuccessful. Eventually, staff lost track of the location of the stent. The patient was imaged above the heart to the head, and then imaged below the heart to the knee but the stent was not located and remains in the patient. The final patient outcome was reported to be fine. No additional information was provided.